Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) with a df-1 connection header was incorrectly implanted with a high voltage lead (df-4). The error was not realized until the mismatched device was noticed on a remote monitor transmission. A revision was performed to explant the device and replace it with a new one that had the correct header. No patient complications have been reported as a result of this event.